Event description:
Boston scientific received information that this lead terminal pin was separated from the lead body during a tug test after implant. This lead will be returned to the laboratory once the hospital will turn over the lead after their analysis of this lead is done. This lead was never in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. A complete lead was returned. The terminal molding is torn around the circumference right at the distal end of the terminal assembly; the distal side of the insulation is now located approximately 34mm from the terminal pin. Stretched conductor coils 20 ¿ 34 mm from the terminal pin (within the separation) and deformed conductor coils 45 mm from the terminal pin were noted. The allegation against this lead was confirmed through visual inspection. The force used during the tug test during the implant exceeded the strength of the insulation in this area. The forced used during the tug test was unknown.